Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 801 analytical unit. The initial result was <0.2 miu/ml with a data flag. This result was reported outside of the laboratory where the doctor questioned it. On (B)(6) 2024 the repeat result from a different analyzer was >10,000 miu/ml. This result was believed to be correct.

Manufacturer narrative:
The hcg + b reagent lot number was 73224001 with an expiration date of 31-oct-2024. Calibration was last performed on 20-aug-2024 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. There were "sample short" alarms observed on the alarm trace data on the date of the event. The field service engineer (fse) found an issue with the sipper nozzle and replaced it. The instrument check was acceptable. The service actions resolved the issue.